Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8781, serial # (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 100 mcg/day via an implantable pump for stroke and intractable spasticity. It was reported that there was fluid accumulation in the pump pocket area. There were no reports of any environmental, external, or patient factors. The x-rays of the pump and catheter were completed, which were inconclusive and the reason the patient was taken to the operating room (or) for surgical exploration on (B)(6) 2016. Upon opening the pump pocket, there were not disconnections noted. The back incision was opened; there were no disconnections. The collet connector was scarred into place in the fascia and thought to be partially obstructed. The existing collet connector was removed, which included 0.8 cm and 0.9 cm of catheter on either end of the collet for a total of 1.7 cm catheter explanted. There was good cerebrospinal fluid (csf) flow from the spinal segment of the catheter. The rate of lioresal was decreased from 322 mcg/day to 100 mcg/day. The issue was resolved and the patient status was ¿alive ¿ no injury.¿ on (B)(6) 2016, it was reported that the patient had some increased spasticity, but no other symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.